Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced no connection with the internal device, subsequent to sustaining an impact on the implant site. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.